Manufacturer narrative:
The actual sample involved is not available for eval, however, representative units may be sent. Add'l info regarding this incident has been requested. If the sample and/or add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
In a (B)(6) pt, there was an appearance of an abscess with induration at the site of the subcutaneous device. The drug used was naci. Hospitalization was required for the cleaning of the abscess.